Event description:
It was reported that the tubing spike detached and became lodged into the IV bag while preparing for an infusion in the oncology unit. There was no patient involvement.

Manufacturer narrative:
¿As this is a duplicate file, the mrn 9616066-2019-02602 is provided below.¿ the customer¿s report that the spike broke off in the IV bag was confirmed by visual inspection of the customer-provided photo of the suspect set. The sets were visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Although the photo showed a break at drip chamber spike, the type of breakage could not be determined due to the lack of resolution in the photo. No breakage or anomalies were observed or replicated on the drip chamber spikes of the returned sets during visual inspection, functional testing, and pressure testing. The root cause of the customer's report was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics not provided.

Event description:
It was reported that the tubing spike detached and became lodged into the IV bag while preparing for an infusion in the oncology unit. There was no patient involvement.